Event description:
International affiliate reports revision of spinal construct was performed because of suboptimal positioned depuy synthes spine screws. No product is being returned for evaluation and the affiliate is unable to provide product information or the quantity of screws that were involved in this event. As such, this medwatch report is being submitted to document the event involving an unknown quantity of unidentified depuy synthes spine screws.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not available for evaluation.